Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient is experiencing pain and may require a revision surgery of both the tibial and talar components due to tibial component loosening.

Manufacturer narrative:
Correction - h6 (results code, conclusion code). The reported event could be confirmed, based on available medical records and health care professionals. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: after reviewing hcp opinion and surgeon¿s feedback we can conclude that there is radiolucency visible in CT scans of tibial component. Loosening of tibial component could be confirmed. Pe and talar component look well fixed and intact. Based on investigation, the root cause was attributed to a patient related issue. The failure is detected by the radiolucence and loosening of tibial component. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient is experiencing pain and may require a revision surgery of both the tibial and talar components due to tibial component loosening.